Event description:
A surgeon is reporting during a cataract extraction with intraocular lens implant there was "bad aspiration" and weak phaco power. Surgery was completed with no harm to the pt.

Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when add'l reportable info becomes available. (B)(4).